Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/21/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) device not returned. No additional information is available. If further details are received at a later date a supplemental medwatch will be sent. Event related to patient with the tvt device reported via mw # 2210968-2021-06503.

Event description:
It was reported that a patient underwent an unknown gynecological procedure on an unknown date in 2011 and the mesh was implanted. It was reported that the patient experienced device problems in which there was tearing of a vaginal wall, repeated urinary tract infections, difficulty walking and standing up, pain in the groin and lower abdomen, pain in the inner muscles of the legs especially on the left, and infection in the kidney. It was also reported that the patient had an additional operation.